Event description:
It was reported that the programmer was unable to establish telemetry. The radiofrequency programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer could not establish telemetry, it locked up during interrogation at the formatting report dialog box and it was further noted that an error was found in the error log which was associated with a known returned product investigation. (B)(4).